Event description:
It was reported by a field service tech that the handpiece was stuck in run while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported run-on condition was duplicated. Based on the investigation details, the likely cause was a failed asic motor controller, which was replaced along with other components. Service also found that the leaf key housing was chipping, which was then upgraded.